Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a transfemoral aortic case using a 20mm sapien 3 ultra valve, the delivery system balloon inflated unevenly but the valve was successfully deployed without post dilation. The patient was doing well.

Manufacturer narrative:
The returned device was visually inspected, and the following was observed: the inflation balloon was observed unpleated with distortion likely due to return packaging. No other damage, leakage or abnormalities were observed on the balloon. The returned device was evaluated for balloon inflation/deflation time to simulate thv deployment. The measurements met the specification. 3mensio imagery provided from the site was evaluated and the following was observed: tortuous aortic root was observed with calcification present. Tortuosity and calcifications were present within the patient's access vessels. Video of procedure under fluoro was evaluated and the following was observed: the crimped valve was observed between the valve alignment markers prior to deployment. The valve was observed to be not coaxial with annular center. During deployment, the balloon is observed to initially inflate from the proximal shoulder. After the proximal shoulder inflates, the balloon is observed to gradually inflate evenly across the balloon. This event reports an uneven balloon inflation during thv deployment that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Therefore, it is not included in the risk management file. Edwards continues to monitor complaint history on a monthly basis. Therefore, the review of risk management file is complete. The complaint for inflation difficulty and/or incomplete inflation was confirmed based on evaluation of the provided imaging. No manufacturing non-conformance was identified during the evaluation. A review of the DHR, lot history, manufacturing mitigations and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manuals revealed no deficiencies. As reported, "during a transfemoral aortic case using a 20mm sapien 3 ultra valve, the delivery system balloon inflated unevenly but the valve was successfully deployed without post dilatation". Review of the procedural video of thv deployment revealed the valve was initially not coaxial with the annular center. Additionally, 3mensio revealed tortuosity and calcification was present within the patient's aortic root. Per the training manual, factors that may affect the thv deployment characteristics; some of those factors are the following: narrow, calcified stj: thv movement ventricular and/or reduced foreshortening of the thv; thv oversizing: reduced thv foreshortening; and incomplete thv expansion: reduced foreshortening of the thv. Due the tortuosity and calcification seen in the patient's aortic root; this can affect the inflation characteristics of the thv inflow (ventricular) side near end of full deployment. To ensure proper deployment, procedural training manual recommends inflation should be slow and controlled. It is possible that the inflation technique was too fast and uncontrolled, causing the proximal shoulder to inflate first due to the interaction experienced from the inflow side of the valve with the patient's calcification and improper positioning due to tortuosity. However, a definitive root cause is unable to be determined. Available information suggests that patient (tortuosity, calcification) and/or procedural factors (improper deployment technique) contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.